Event description:
Reporter indicated a patient was to have vns generator and lead replacement due to "a malfunction". The explanted lead and generator have been returned and are currently in analysis. Analysis of the generator did not identify any anomalies and the generator performed per specifications. Analysis of the lead is still pending. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.